Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files system notices 50011 and 50012 ¿the refrigerant delivery path is obstructed¿ in multiple applications with balloon catheter 2af283, with lot number 70935. At least 11 application were performed with this balloon catheter on the date of the event. A clinical issue was encountered during the procedure. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient presented with cardiac tamponade following completion of the case. The patient was stable post procedure. Patient was evaluated by transthoracic echocardiogram (tte) and tamponade never increased. No further patient complications have been reported as a result of this event.